Manufacturer narrative:
It was reported that a hip patient has been having trouble with post-operative displacement. Liners, heads, and screws have been ordered for revision surgery. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that a hip patient has been having trouble with post-operative displacement. Liners, heads, and screws have been ordered for revision surgery.